Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nissen procedure, tip of lcsc1 broke off and was retrieved. Instrument changed and proceeded successfully with new one. There was no pt consequence.